Manufacturer narrative:
Additional information: d9, g3 g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. It was confirmed that the distal tip of the catheter was kinked and fractured 1.25 cm from the catheter distal tip. The catheter tip dissection was verified the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information provided, the cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an af procedure, while inserting the catheter, the tip of the device became fractured. Another device was used to complete the procedure with no adverse patient consequences.